Event description:
Related manufacturer reference number: 2938836-2019-14316, 2938836-2019-14317, 2938836-2019-14318. It was reported that infection was suspected with a sizable hematoma. The physician opted to explant the device system with serosanguinous drainage expressed from the pocket with hematoma on (B)(6) 2019. Life vest was used for arrhythmia protections, and the patient was discharged in stable condition. Bacteria culture tests yielded negative results. On (B)(6) 2019, a new device system was implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.